Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd¿ syringe with bd luer-lok¿ tip was missing printed scale markings. No serious injury or medical intervention was reported.

Event description:
It was reported that bd¿ syringe with bd luer-lok¿ tip was missing printed scale markings. No serious injury or medical intervention was reported.

Manufacturer narrative:
Investigation summary: a device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Seven samples were received for evaluation. A visual inspection was performed confirming no scale marking on the syringes. This was likely due to a variation in the printing equipment. This is the first complaint for the lot# 8164591 for the same defect or symptom. There was no documentation of issues for the complaint of batch #8164591 during this production run.